Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on (B)(6) 2014, the patient had experienced a severe hyperglycemia event. Reportedly, the patient¿s blood glucose (bg) reading was greater than 600 mg/dl with large level of ketones. Following the advice form hospital diabetes educator the patient had changed insertion site and self-administered insulin via injection and pump. The patient allegedly had discontinued pump therapy after recent adjustment to the basal rate setting. Customer technical support (cts) reviewed the event with the reporter. The reporter was unable to provide information regarding the bolus and basal deliveries and no potential causes for bg excursion was identified. The reporter further indicated that the patient had start pump therapy two days prior to the event. Troubleshooting was unable to determine the cause of the alleged bg excursion. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia of unknown cause while using insulin pump therapy associated with an allegation of an inaccurate delivery issue.